Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that the surgeon noted the accuracy was off 4-5mm after registration. The surgeon proceeded with the case and navigation. There were no re-registration attempts. The accuracy value after registration was 2.3mm with trace. There was no surgical delay to the procedure. There was no impact on patient outcome.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735737, software version: 1.2.0. Technical services reviewed the archives and observed the following: the trace pattern looked efficient, some points sunk beneath the skin (bilateral temporal areas) there were areas of the reference MRI that were cut off or distorted (looks like there may have been some pressure on the skin around the ears from a headrest in the scanner). Despite avoiding those areas for trace, the accuracy value was higher than expected for the quality of 3d model. The 2 CT scans had to be manually merged due to the angle of the scan, and the large majority of anatomy missing (not to protocol). A medtronic representative went to the site to test the equipment. Testing revealed that no failures were found. The navigation system passed the system checkout and was found to be fully functional.(B)(4). The software logs have not been returned to medtronic for analysis. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: a software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. H6: fdm b01, fdr c19, and fdc d15 are applicable to the software analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.